Event description:
It was reported that during a davinci si thyroidectomy procedure, 'insulation coating stripped away due to friction with 5 mm cannula' on the maryland dissector instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main insulation tube was damaged at the distal end. The insulation was gouged on one side and had a .140 x .065 section lifted up roughly .040 above the snake wrist. No pieces of insulation were missing, as lifted up section covers exposed section of tube when section is pushed back down. The insulation also exhibited a few scratch marks around the damaged area. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.